Event description:
It was reported that via (B)(4) transmission, atrial events were observed in refractory even though device was programmed to vvi mode. It was also noted that there were no records of atrial lead being implanted with this device. Programming changes were made successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.